Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge due to perpetual rebooting. The receiver functional testing failed due to perpetual rebooting. Opened receiver, detached ui pcba, and downloaded: passed. The receiver log review show perpetual rebooting without user shutdown found in the log within the investigation window. The customer's complaint was confirmed because there is an indication of an initializing screen without manual restart.the reported event of initializing screen without manual restart was confirmed. A root cause could not be determined..